Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6f sheath after a chemoembolization procedure. Reportedly, the starclose se device was stuck in the artery. Excessive force was used to remove the device. Tissue damage occurred. Manual compression was held for 45 minutes then a surgical cut down was performed to repair a small hole in the artery with a couple of sutures. Hemostasis was achieved surgically. There was a clinically significant delay in the procedure due to the surgical repair of the artery. The patient was hospitalized for 36 hours due to the surgical procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported issue related to sheath splitting. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. In cases where the starclose se fails to achieve hemostasis, the resulting action is to apply manual compression. This may result in a delay in achieving patient ambulation but is not serious or life threatening. While product in the field with this issue may cause user dissatisfaction, the result of the issue is a minor safety risk as hemostasis may be achieved using manual compression. Abbott vascular initiated a voluntary field action for the starclose se vascular closure system on january 30, 2017, [medwatch #2024168-2017-00941]. The abbott internal recall number is 2024168-2/3/2017-001-r. Av implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported clip deployed at end of device was confirmed. The vessel locator wing retraction issue was not be tested due to the condition of the returned device. The reported failure to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties, patient effect and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, user facility medwatch report number (B)(4) received, stating: event description: "patient was having liver chemo-embolization. While the radiology fellow was attempting to close the surface of the right femoral artery, the footplate would not retract through the deployed clip and became stuck in the artery. Vascular surgery was consulted and performed a right common femoral artery cut-down. The device was successfully removed & the artery did not require repair." The facility reporter was contacted and provided additional information: inspection of the starclose se device after the procedure showed that the vessel locator wings did not close and the clip was still on the device. The safety release mechanism was activated but the vessel locator wings would not close due to tissue caught in the device. The vascular surgeon closed the artery with a couple of stitches, no vessel repair was required. No additional information was provided.